Manufacturer narrative:
The clips remains in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event, event date, implant date: estimated dates. The UDI number is not known as the part and lot number were not provided. The additional patient effects and malfunctions reported in the article are captured under separate medwatch reports. Article titled, "impact of percutaneous mitral valve repair using the mitracliptm system on ventricular arrhythmias and ICD therapies".

Event description:
This is being filed to report patient death. The aim of the study was to assess the impact of teer using the mitraclip device on the burden of va and ICD therapies. Complications identified were death. The results of the study suggest that teer results in a significant reduction of ventricular arrhythmias and ICD therapies in advanced hf patients. These effects were more prominent in patients presenting with non-ischaemic cardiomyopathy, higher baseline nyha functional class and larger lv dimensions. While teer did reduce va burden, it did not result in improved two-year survival in this advanced hf cohort. Specific patient information is documented as unknown. Details are listed in the attached article, titled impact of percutaneous mitral valve repair using the mitraclip system on ventricular arrhythmias and ICD therapies. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported death could not be determined. The reported patient effect of death is listed in the instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.